Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-03613. It was reported that the patient experienced ineffective stimulation due to lead migration. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that patient¿s both leads migrated. In turn, surgical intervention took place wherein the leads were explanted and replaced with a new lead to address the issue. Reportedly, therapy was confirmed post op.